Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving several shocks. Analysis of the egms showed the first episode was true vf. The following episodes showed noise on the rv lead which caused inappropriate shocks. Externalized conductors were also observed via imaging. The lead was explanted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.4 cm to 11.8 cm from the connector pin consistent with lead friction to the ICD can. One of the etfe coatings was abraded at this location. Internal insulation abrasion was noted at 7.3 cm to 7.9 cm, 7.9-9.6cm, and 10.5 cm to 11.1 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 12.0-14.8cm and 12.5-16.0cm from the distal tip. The etfe coating was intact at these locations. This is consistent with the observation from the field of noise, insulation abrasion and inappropriate hv output.